Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultra sound guided breast biopsy, the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
The device history records (DHR) were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the problem described. Visual inspection: the sample was returned with product labeling. The device was returned with the top slide in the initial position and the bottom slide was partially primed. There were no other visual anomalies noted on the device. Functional/performance evaluation: the bottom trigger was pressed in an attempt to fire the device; however, it was noted that the bottom slide was received partially primed, preventing the device from firing. Further testing could not be performed, as the slides were no longer able to freely move. The outer housing was disassembled and it was found that the bottom slide was stuck on the cannula hub tab, preventing the bottom slide from freely moving/firing. The device was disassembled and internal parts were inspected. Upon disassembly, the right side bumper was found to be bent. Additionally, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. The slides were placed back in the correct position, the right side bumper was reseated, and the device was reassembled. The device was fully primed with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one maxcore biopsy needle was returned for evaluation. The investigation was confirmed for self-activation based on the as-received condition of the device. The top slide released leaving the bottom slide stuck in the primed position. Additionally, the investigation was inconclusive for failure to prime, as the device could not be functionally tested due to the as-received condition of the device. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultra sound guided breast biopsy, the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no patient contact.